Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an investigation was performed. A review of the downloaded error logs confirmed that a system fault 74 was triggered in the device. All investigation attempts to replicate the fault as well as a visual inspection determined the device is operating without fault. The device was returned to the customer after evaluation. Redmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).